Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra link meter does not turn on. The pt did not mention any symptoms or seeking any medical attention. The pt did not mention taking any action regarding diabetes treatment with regard to the product issue. The pt was unable to go through troubleshooting on the issue. This complaint is being reported because the issue was not resolved. The pt did not suffer any injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.